Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number:3006705815-2024-02978. It was reported that the patient experienced ineffective therapy. Additionally, the patient was unable to set the system into MRI mode. Impedance check revealed that the leads had high impedances. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.